Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Cited product was returned under worn instrument program, and is now scrapped. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The root cause is a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the femoral rod could not fit through the hole in the distal resection guide. No adverse events have been reported as a result of the malfunction.